Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump which did not recognize an open door. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom does not recognized opened door was confirmed through the event history log which was reproduced during evaluation. Evaluation revealed that the upper latch switch was determined to be a failed component. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.